Event description:
I've had jaw issues since I was around 11 years old, probably from teeth grinding and stress. I am now 25 and my jaw pain has only worsened on and off over the years and is now a daily pain where I can't eat hard foods at all. It hurts almost all the time. I used a night guard from a dentist office (it was not an orthotic night guard. It was a regular one that cost around (B)(6). I used it every night for about 4 years and it became loose and I had made a hole in it and other marks of wear and tear, so I eventually stopped using it. I switched to a soft food diet and the pain stopped for the most part for a few weeks but is now back daily.